Event description:
The impactor failed to disengage from the cup during surgery resulting in a 20 minutes delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.